Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose of 12 mg/dl on (B)(6) 2017. The customer's was at 66 mg/dl at the time of the call, but was going to drink orange juice to treat. The customer was given intravenous fluids to treat for the low and their blood glucose got to 227 mg/dl. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident within less than 48 hours. Troubleshooting was not completed. The insulin pump will not be returned for analysis.